Event description:
While testing the remb wiredriver (B)(4) it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the remb wiredriver (B)(4) it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Device evaluation will begin upon receipt of the device. (B)(4): device evaluation will begin upon receipt of the device.

Manufacturer narrative:
The reported event was not duplicated and no other failures were confirmed. The handpiece functioned normally during the device inspection procedures performed by a service technician and a diagnostic engineer. Upon disassembly, the engineer thoroughly evaluated the handpiece and could not find any failures that would cause or contribute to the reported event.